Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-extension; upn: m365nm3138550; model: nm-3138-55; serial: (B)(6). The returned lead db-2202-45 (serial number (B)(6)) was analyzed and visual inspection revealed that the proximal end of the lead is bent/fractured between contact 6 and 7. It appears that excessive mechanical force was exerted onto the lead proximal array, causing the inability to insert the lead into the lead extension connector, misalignment of the contacts, and the reported high impedances. The returned lead extension nm-3138-55 (serial number (B)(6)) was analyzed and x-ray inspection revealed that electrode 8 of the distal end has a fractured cable right at the weld nugget. This type of damage typically occurs when excessive tensile force is exerted onto the lead extension. Bending the distal end could cause cable fractures in the connector section of the lead extension. No cables are exposed at the damaged portion of the lead extension. Therefore, unintentional use error caused or contributed to the event.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent an exploratory procedure due to high impedance on lead contact four which provides the best stimulation for the patient. The physician observed potential damage to the lead and decided to replace the lead at a later date. Additional information was received that the patient underwent a lead replacement procedure. A new lead was implanted and tested and showed normal impedances. When the lead was connected to the lead extension contact 4 showed as high. The physician decided to perform a revision procedure to replace lead extension the next day. The issue was resolved.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: 7099269.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent an exploratory procedure due to high impedance on lead contact four which provides the best stimulation for the patient. The physician observed potential damage to the lead and decided to replace the lead at a later date. Additional information was received that the patient underwent a lead replacement procedure. A new lead was implanted and tested and showed normal impedances. When the lead was connected to the lead extension contact 4 showed as high. The physician decided to perform a revision procedure to replace lead extension the next day. The issue was resolved.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent an exploratory procedure due to high impedance on lead contact four which provides the best stimulation for the patient. The physician observed potential damage to the lead and decided to replace the lead at a later date.